Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on 07/06/2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016, on the abdomen. It was reported that calibration was not performed after experiencing inaccuracies. No additional event or patient information is available. The dexcom g5 mobile continuous glucose monitoring system user's guide states: if the cgm values are outside the 20/20 range, calibrate again. The receiver data log was reviewed on 07/18/2016. The complaint of inaccurate cgm values was confirmed. A root cause could not be determined.